Event description:
Reporter alleged discrepant back-to-back blood glucose results of 330 mg/dl and 110 mg/dl when tests were performed within 10 minutes apart on the compact plus system. The location in which the testing was performed was not provided. No actions or treatment were reported as a result of the comparison. No serious injury or death was reported. A request was made for the return of the suspect device and replacement product was sent.